Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards imager. The imagery showed the patients right vessel had the presence of tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was unable to be confirmed due to the unavailability of relevant imagery or device returned for evaluation. Available information suggests patient factors (tortuosity) and procedural factors (high push force, steep insertion angle) likely contributed to the event as reported and observed in the imagery review. Per imaging evaluation, tortuosity was observed in the patient's right access vessel. Additionally, it was reported that the angle of insertion was steep, and the implanting team believes this was the core problem and the unfavorable angle due to the patient's body habitus. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve (26s3u), heavy resistance was experienced when passing the valve through the esheath+. The angle of insertion was steep. Once the valve was successfully through the sheath, they noticed that valve strut was bent while they were positioning in the ascending aorta. They decided to cross the native valve and deploy the 26s3u. The deployment went smoothly, and the valve was fully expanded symmetrically. There were no patient injuries and a 0 cath gradient was recorded. Per report, the team believes that the core problem was the unfavorable angle due to the patient's body habitus.

Manufacturer narrative:
The investigation is ongoing.